Event description:
It was reported that the rotapro burr became stuck on the guidewire. A percutaneous coronary intervention was being performed. The 75% stenosed target lesion was located in the, mildly tortuous, severely calcified proximal to mid left anterior descending artery. A rotawire drive floppy guidewire and rotablator rotalink plus 1.50mm were being used for treatment. Ablation had been completed and the physician was removing the devices from the body. During removal, the rotawire became stuck in the rotalink. The physician removed both devices together successfully, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was also returned. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was returned for analysis. So, functional testing consisted of using the returned rotawire. The wire was able to be removed with resistance but was not able to be reinserted due to kinks in the wire.

Event description:
It was reported that the rotapro burr became stuck on the guidewire. A percutaneous coronary intervention was being performed. The 75% stenosed target lesion was located in the, mildly tortuous, severely calcified proximal to mid left anterior descending artery. A rotawire drive floppy guidewire and rotablator rotalink plus 1.50mm were being used for treatment. Ablation had been completed and the physician was removing the devices from the body. During removal, the rotawire became stuck in the rotalink. The physician removed both devices together successfully, and the procedure was completed. There were no patient complications as a result of this event.